Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement/harm.

Manufacturer narrative:
Date rec¿d by MFR : 26aug2019, date of report : 28aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced and calibrated the touch screen to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement or harm.